Event description:
It was reported that the patient presented to the clinic with backup battery faults. Their emergency backup battery (ebb) was due to be exchanged in 14 months, but the system controller showed that it needed to be replaced. The customer stated this was a recurring issue and that historically exchanging the ebb only temporarily resolved the alarms. The log files captured backup battery faults starting on (B)(6) 2024 at 00:59 and continuing for the remainder of the log file. These faults were due to the ebb failing the load test. Despite the banner on the customer's heartmate touch screen alerting the patient to replace their ebb, no such alerts were found in the log files. The controller was exchanged. Related manufacturer's reference number: 2916596-2024-06970 (past instance of ebb faults where exchanging the system controller and ebb resolved the alarm).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery fault alarm did not prevent the controller from supporting the system as intended. Provided information indicated that the system controller was exchanged. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (gx012123) and it was found that the battery passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault and no external power alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.